Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The balls in the drip chamber¿s check valve moved freely per specification. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The cassette was turbid (cloudy)and this results in system message (infusion prime failed). The poor returned condition of the cassette inhibits operational capability of the cassette. The entire cassette housing turning from clear to opaque will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal laboratory operation. Infusion level sensor issue is directly related to the returned cloudy condition of the cassette. We recommend to the customer to ensure the cassette is drain of all fluid prior to returning. The manifolds returned with the suspected sample were tested using a lab stock cassette and confirmed to meet specifications. The root cause of the customer's event could not be conclusively determined. The returned condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. Drying did not improve the condition of the cassette. No action will be taken for this occurrence as the sample condition was inoperable for laboratory root cause evaluation. All finished good lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that irrigation failure occurred during fluid/air replacement near the end of the surgery of cataract-vitrectomy combination surgery. The surgery was completed without any problems. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).